Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer was experiencing faults on universal surgical manipulator (usm4) prior to calling in, the customer rebooted the system and the faults had continued. The technical support engineer (tse) viewed logs and noted several faults on usm4 axis usm3. Tse informed the customer that they could disable usm4 if the faults become disruptive, but that the usm will no longer be available. Tse recommended that the customer call back in if they require additional assistance. The customer was continued with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). System tested and verified as ready for use. Isi has received the usm with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came into failure analysis with the reported problem (error 1126); it was confirmed via error log as having occurred in the field. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a psc fixture test platform (pftp), and fiber test failed pointing to the clock spring. A golden fiber cable was installed, and the unit was re-tested. Fiber test passed. Failure analysis investigations also replicated and confirmed the customer reported complaint

Event description:
Refer to h10/h11 for follow-up information.